Event description:
Dealer said chair was turned off in school class and chair started moving in a circle by itself. Could not tell me what was on the display or what they did to stop it. Dealer was not there when it happened and can't reproduce.